Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported device shows that there was a " cassette not attached properly. Reattach cassette.' Alarm.'' The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
Is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.